Event description:
A graft limb stenosis/occlusiion was resolved with stents to the right and left limb and an additional stent was placed in the left common iliac to complete the job. One of the stents that was placed in the common iliac migrated north and a third stent was placed between the two stents to connect the three. No pt effects were reported.